Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving dilaudid (10mg/ml at 0.481mg/day) and bupivacaine (20mg/ml at 0.962mg/day) via an implanted infusion pump. The flow rate was 0.048ml/day. The indication for use was non-malignant pain. It was reported that a bridge bolus programming error occurred on the date of report. The new drug concentration was entered into the "old drug desired dose" (odd) field. The healthcare provider called technical services a couple minutes after the programming error occurred, so no patient issues occurred and no symptoms were reported. Technical services walked the caller through stopping the bridge bolus, programming the pump back to original values, and then programming the pump to the new values with the correct bridge bolus information. It was noted that the troubleshooting during the call resolved the reported event. The pump was updated with the following values (regarding dilaudid): new drug/concentration: 4mg/ml; daily dose new drug: 0.239mg/day; new flow rate: 0.059ml/day; tdv: 0.496ml; amount of bolus: 4.96mg; duration of bolus: 247 hrs 28 mins. The bupivacaine was infusing 8mg/ml at 0.478mg/day after the update. The healthcare provider called back on the same day to verify that the reservoir volume was correct, and it was noted that the volume was correct based on what they wanted entered. The healthcare provider called back again on (B)(6) 2017 to clarify which dose the patient was currently receiving. It was confirmed that the odd was programmed to 0.481mg/day, and the patient would receive 0.481mg/day until the bridge was complete. After the bridge, it was noted that the patient would receive 0.24mg/day. No further complications were reported or anticipated.